Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including gi bleeding/ av malformations. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.  With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported about a study patient that the hemoglobin (hgb) was reported to be 6.3 on (B)(6) 2016 at an outside lab. She reported that her stools have been black and she has started to be "woozy and dizzy" whenever she is up and about. She reports that her vad flows have remained stable and no low flow alarms have gone off. The patient was admitted to the hospital on (B)(6) 2016 and anticoagulation was held, gi consulted (B)(6) 2016. Nuclear medicine and a CT were conducted and the patient received medication. The patient received 3 units prbc's starting (B)(6) 2016. On (B)(6) 2016 gi saw the patient. On (B)(6) 2016 gi note - that the gi bleed was considered resolved with hgb 9.0. No additional information provided.